Event description:
Material no. 328431 batch no. 9112598. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer was unable to remove the orange needle shield and it was so hard her finger got sore. It was additionally reported that the needle hub separated. This occurred on 18 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported unable to remove the orange needle shield, needle hub separated. It was very hard her finger got sore. Did not seek medical attention. She uses the new syringes each time of her injection.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9112598. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 328431 batch no. 9112598. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer was unable to remove the orange needle shield and it was so hard her finger got sore. It was additionally reported that the needle hub separated. This occurred on 18 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported unable to remove the orange needle shield, needle hub separated. It was very hard her finger got sore. Did not seek medical attention. She uses the new syringes each time of her injection.